Event description:
Our phlebotomist was drawing a ptinr on a patient at one of our long term care facilities. The draw went smooth, until she went to label the tube. The cap on the tube had popped off without prompting it to do so. Blood got all over the phlebotomist, her clipboard and the floor. The phlebotomist was wearing scrubs and gloves during the incident, and there was no exposure to her skin. Blue top sodium citrate tubes- lot # 5293027. Expiration date- 7/31/2026. We have 3 cases in the department that were temporarily pulled. The tube tops seem to be loose than normal. I haven't opened additional containers. These tubes are from supply and they are stored in our cabinets in the phlebotomy room.